Manufacturer narrative:
A visual inspection of the picture rec'd was performed and "expiration dating issues" were observed. No other defects were found. From the picture "expiration dating issues" was confirmed. The production personnel was notified about the issue to perform an in depth investigation and to determine the corrective actions. The MFR will continue to trend relating complaints.

Event description:
The event is reported as: complaint alleges: "customer rec'd 39 each of part number 004204 that arrived without mfg and expiration dates." No pt injury reported.